Manufacturer narrative:
Date of event is estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Related manufacturer reference number 3006705815-2021-02860. It was reported that patient lost effective therapy due to lead migration. System diagnostics recorded high impedances on both leads. Reportedly patient had a fall prior experiencing ineffective therapy. As a result, surgical intervention was undertaken wherein the leads were explanted and replaced. Effective therapy was restored post operatively.